Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth, and the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage and stretching. Concomitant product: 5076-58 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular lead sensing significantly diminished and there was no capture approximately one month post a device replacement procedure. A dislodgement was suspected. Additional the right lead that was implanted at the time of the device replacement procedure, had diminished sensing and elevated thresholds. A dislodgement was suspected. The leads were explanted and replaced. No patient complications have been reported as a result of this event.